Manufacturer narrative:
The insulin pump was received with missing segments due to a cracked zebra connector at the lcd board. The following physical damage was also noted: cracked casing at the display window corners and battery tube threads, minor scratches on the display window, and a missing end cap sticker.

Event description:
It was reported via phone call that the customer's insulin pump had a partial display; the middle of the screen was missing. The patient's blood glucose at the time of incident was 145 mg/dl. Troubleshooting was initiated for the partial display. The customer used an energizer battery and stored the battery correctly. The pump was not bumped or dropped. The battery was changed during troubleshooting but the partial display persisted. A self test was performed and the pump passed. The insulin pump was returned for analysis and a replacement device was shipped to the customer.